Manufacturer narrative:
(B)(4). Other device used: catalog #00875704801, continuum cluster shell, lot # 62220361; catalog #00875100832, longevity crosslinked liner, lot #62167873. Catalog #00625006535, trilogy bone screw, lot #62221243 manufactured by zimmer (B)(4); catalog #00625006530, trilogy bone screw, lot #62194315 manufactured by zimmer (B)(4); catalog #00877503201, boilox delta head, lot #2660665 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient is experiencing psoas tendonitis.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. These devices are used for treatment. Review of the operative notes confirms that the patient underwent left total hip replacement due to degenerative arthritis. The trial components gave stable range of motion. The trials were removed and final components were implanted. The final components also gave stable range of motion. Leg lengths and offset seemed to be equalized. Follow up notes identified that the left hip has good range of motion but while doing straight-leg lift or during forced flexion and internal rotation the patient has mild groin discomfort. The x-ray evaluation notes confirm no signs of loosening or failure. It has also been noted in the follow up notes that there is an impression of psoas tendinitis but not sure what¿s causing it. The notes also state that the patient may be getting some impingement irritation. Laboratory results confirms no infection. MRI notes that no abnormalities were identified. Product history search revealed no additional complaints against the related part and lot combinations. Review of the compatibility of the devices confirmed that these are an approved compatible combination. It was reported that the patient regularly participates in very active events such as bowling or golf. The adherence to rehabilitation protocol is unknown. A definite root cause for the reported issue cannot be determined with the information provided.

Event description:
No further event information available at the time of this report.